Event description:
It was reported that the cross arm brake on the 9900 system would not work properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed and on site investigation. The cross arm brake was replaced during the service call. The system was tested and found to be working as intended and put back into service.